Event description:
Lap adrenalectomy - "surgeon fired 4 or 5 clips on small vessels and seemed to work fine. When he fired clips on the adrenal vein, the clip began scissoring on the next 4 clips. Surgeon fired a clip extracorporeally on mayo stand, and they still scissored." Pt status: "ok".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.